Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the site's imaging system "stopped spinning" half way through a 3d spin and a door open warning message came on the pendant. The system was rebooted and the site report it "lost all mechanical function." The manufacturer representative (rep) walked the site through the emergency door open button on the side of the gantry, which did not work, so the rep walked them through manual opening of the gantry, once it was slightly open, the door open button worked and the imaging system was removed. Navigation was aborted. No impact on patient outcome. Conflicting information as it states there was a 10 minute delay and also states there was no delay.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the door sidewall switch was broken in two. Hardware was replaced. Aligned and verified proper operation. The imaging system then passed the system checkout and was found to be fully functional. Concomitant medical products: information references the main component of the system. Other relevant device(s) are: product ID: bi71000138, serial/lot #: none. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2: see b5 (additional information) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. It was confirmed that there was a 5 minute delay and navigation was continued with a non medtronic product.